Manufacturer narrative:
The patient had completed their lengthening treatment and was in the consolidation phase. The doctor removed the patient's existing precice nail and implanted a new precice nail. To date, the patient is doing fine. The device has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
A doctor alleged that after approximately seven (7) weeks after implantation, a patient's left antegrade femoral precice nail appeared to be backing out. The patient had completed their lengthening treatment and was in the consolidation phase.